Event description:
It was reported that the "pt came to the dialysis department with a bloody bandage over the catheter. After flushing the area and catheter, the leakage was stopped. They started the treatment and noticed air in the venous line and stopped treatment. They made an x-ray and still can't find any leakage. The pt left the department, and went home. On the evening of the same day, the patient was back with bloody bandages and they found a leakage below the suture hub, after that they removed the catheter."

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated all device specs and quality requirements were satisfied. When the investigation is complete, a final report will be submitted.